Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported the hcp was replacing both the lead and ins on (B)(6) 2019 because the lead was in the wrong location and the ins was depleted. There were no further complications that have been reported as a result of this event. **information was omitted about intraoperative impedances as it is covered in (B)(4).